Manufacturer narrative:
Establishment name: tandem. Address ¿ 11045 roselle street. Suite 200. City: san diego. State, province or territory: ca. Post office or zip code: 92121. Country: united states of america. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It is reported that the patient experienced adhesive issues with two infusion sets on (B)(6) 2026 due to user error. It was stated that infusion set fell off during use as the area of insertion irritated prior to insertion which leads to high blood glucose levels and got treated with correction injection via multiple drug injections (mdi). The patient replaced infusion set and resumed insulin deliveries successfully.